Manufacturer narrative:
Other, other text: b3: event date is unknown. D4: full UDI information is unable to provided with the information that was given. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the dso seal was bubbled. A review of the event history log found lec 41541. The customer reported issue was too vague to be duplicated but the error code 41541 was found in the ehl and the probable cause of that error is a defective lock latch sensor. The lock latch sensor was replaced as well as the dso seal, door, main board and lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the pump has an unknown problem. No adverse patient effects were reported by the customer. No further information available.